Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module kept alarming ¿check tubing¿ and was unable to run the medication. The tubing's were checked and all clamps were open. The peripherally inserted central catheter (PICC) was flushed again and there was no resistance with positive blood return. The pump module was replaced and still didn¿t work. A new tubing was used and the pump was able to administer the medication. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf a and g codes.

Event description:
It was reported that the pump module kept alarming ¿check tubing¿ and was unable to run the medication. The tubing's were checked and all clamps were open. The peripherally inserted central catheter (PICC) was flushed again and there was no resistance with positive blood return. The pump module was replaced and still didn't work. A new tubing was used and the pump was able to administer the medication. There was patient involvement but no harm.